Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) on the right ventricular (rv) channel. In addition, high pacing thresholds was noted. As a result, this device was explanted. No additional adverse patient effects were reported. This pacemaker was already returned.